Manufacturer narrative:
The product was not returned for analysis. Only photo and video were returned. Received photo shows an implanted intraocular lens (iol), there appears to be alight blue cloudy appearance over the lens. There are also lines on the lens. Received video shows an implanted lens being manipulated with a surgical tool. There appears to be alight blue cloudy appearance over the lens. There are also lines on the lens. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen'. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the implantation doctor noticed a different sheen to usual on the surface of the lens with a slightly bluish reflection, as if it were a layer of fat on the surface. Doctor had already noticed this in another surgery a week before doctor thought was a one-off. When it happened again thought it best to report it. Additional information has been requested. There are two medical device reports associated with this patient. This file is for left eye.